Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed damage to a component on the upper auxiliary flex assembly which appears to have shorted out causing heat damage to the component and flex. The upper auxiliary flex assembly was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.